Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The case manager states the cable for the hand pendent cable is frayed and the wires are pulling away from the unit.